Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blood glucose (bg) calibrations that were entered into the pump were not showing in the pump history. Reportedly, the customer entered multiple calibrations per day, but the bg calibrations did not show in either t: connect nor the pump history. Tandem technical support confirmed that the customer was entering the calibrations correctly. Upon follow up, it was confirmed that the customer was eventually successfully able to enter a bg value and it showed in the history of the pump. There was no known impact to the customer's blood glucose level.